Event description:
It was reported that a patient presented with dislodgement of the right ventricular lead. This resulted in a drop in sensing and high capture thresholds. The lead was explanted and replaced on (B)(6) 2025, no adverse patient consequences was reported.